Event description:
It was reported that this right ventricular (rv) apex lead was explanted due loss of capture caused by dislodgement. Another rv apex lead was successfully implanted. No additional adverse patient effects were reported.